Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise over sensing resulted in minimal pacing inhibition. The ra lead remained implanted. The patient had no consequences.